Event description:
It was reported that during a coronary stenting treatment procedure, the express2 monorail 16/4.0 mm stent dislodged from the delivery system and remains in the pt's body. The lesion was a 90% stenotic lesion in the distal right coronary artery. It was noted that the proximal portion of the right coronary artery was very tortuous. The lesion had been predilated with a maverick xl4.5 mm balloon. The express2 monorail 16/4.0 mm stent delivery system was inserted, but was not able to travel through the tortuous proximal region of the artery. The physician attempted to withdraw the stent delivery system into the guiding catheter, but was unsuccessful and therefore withdrew the stent delivery system and the guide catheter together as a unit. When the devices were outside of the body, the physician discovered that the stent was not intact on the delivery system. It was presumed that the stent remained inside of the pt's body. A second stent was not placed and the procedure was aborted. The pt remained asymptomatic with this event. No info is available regarding plans for further intervention, but the pt's current status is 'stable'.